Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 65 mg/dl and 129 mg/dl. The customer reported that they need replacement as the insulin pump not turning on. The customer reported that the insulin pump display went blank immediately after pump exposure to moisture. It was reported that the insulin pump color was smoke and customer cannot see well and was unable to read or confirm the pump. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No blank display or moisture damage noted.